Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: jka, fpa. Common device name: blood specimen collection device; intravascular administration set. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that air mixed in during blood collection with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, translated from (B)(6) to english: connected a holder. Air got mixed in the tubing during blood collection . Then removed the holder and replaced by a syringe, the same issue occurred.

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for air leakage with the incident lot was not observed. Additionally, evaluation/testing of the customer samples was performed and air leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that air mixed in during blood collection with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, translated from japanese to english: connected a holder. Air got mixed in the tubing during blood collection . Then removed the holder and replaced by a syringe, the same issue occurred.